Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and an evaluation was completed. During inspection, olympus confirmed, the reported event of foreign substance inside auxiliary channel. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. However, a definitive root cause could not be determined. It is likely, the foreign material was possibly not removed, since the reprocessing was not conducted properly, due to leakage from bending section cover. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states, that detection method in gif/cf/pcf-190 series, operation manual, chapter 3: ¿preparation and inspection¿. IFU states, that preventive measure in gif/cf/pcf-190 series, reprocessing manual, chapter 5: ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the auxiliary channel. There were no reports of patient involvement.